Manufacturer narrative:
(B)(6). PMA/510(k): this report is being filed on an international product; laser correction system, model catalys-I, that has a similar product, catalys-u which is distributed in the united states under 510(k) # k121091. Field service specialist (fss) visited the account after the event. Fss touched the black box on the pump noting it was hot and could see smoke had come up from the box. Fss opened the box and found one part of the bottom of the integrated circuit had brown out and appeared to be burned and melted down. Fss replaced the vacuum pump with a new one. The system was confirmed as working fine following the part replacement. A record review was performed. A product deficiency review was performed and there is no product deficiency identified. A document, service history, and trending was reviewed. There is not a recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. A labeling review was conducted; the operator manual for the system was reviewed and found to include adequate instructions for use, warnings and operational errors. The review of the device history record (DHR) for catalys system showed that there were no issues or non-conformities. The system and its components met all specifications prior to being released. Manufacturing has been ruled out as a potential cause for the reported issue. Based on the investigation results, no corrective action has been issued. Based on the investigation results there is no indication of a product quality deficiency. Johnson & johnson surgical vision will continue to monitor this type of complaints all pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
On 10/19/2020 it was reported catalys system pump was not working and only having sound with air leaking from the pump. On 10/29/2020 the johnson & johnson field service engineer visited the site and confirmed the pump was hot by touch and could see smoke had come up from the box. Upon opening the box it was noted part of the bottom of the integrated circuit (ic) had brown out and had burned and melted down. The vacuum pump was replaced.